Manufacturer narrative:
Device photo analysis: observed red device encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Explanting physician reported rupture diagnosed by MRI. The device has been explanted. This record relates to the left side.

Event description:
Explanting physician reported rupture diagnosed by MRI. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.